Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Stabbed, cut myself in the cheek - mouth [mouth injury]. While brushing the head came off in my mouth...metal tip that holds the head on has snapped by the mounting groove - oral-b [device breakage]. Case description: consumer via e-mail stated that while brushing, the brush head of their oral-b pro2 2500n black came off in their mouth and in the same action they stabbed/cut themselves in the cheek with the exposed sharp metal end. The metal tip that held the head on snapped by the mounting groove. No serious injury was reported. 20-sep-2021 follow up via e-mail: the consumer reported that they used the toothbrush once a day. No serious injury was reported.